Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, and bleeding. It was reported that patient underwent mesh revision/removal on (B)(6) 2007 due to sui, when a pelvisoft, and mini arc were implanted. It was also reported that on (B)(6) 2008 patient underwent a revision due to vessico vaginal fistula. It was also reported that on (B)(6) 2008 a revision was done due to repair of urethral fistula. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient underwent another procedure on (B)(6)2006 and mesh and pelvisoft were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/15/2016. (B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent extracorporeal shockwave lithotripsy on (B)(6) 2011 due to right renal calculi. No additional information was provided.